Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling. Additionally, analysis looked into device operation in concerns with therapy delivery. Eight consecutive ventricular tachycardia (vt) beats can trigger therapy to be delivered depending on how the device is configured; however, not delivering therapy following 8 consecutive vt beats does not necessarily imply an issue with device operation. Therapy availability was confirmed during laboratory testing.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had received a shock and was being evaluated in the emergency room (ER). The physician saw an 8 beat run of ventricular tachycardia; however, no therapy was delivered. A boston scientific technical services (ts) consultant explained that 8 beats would meet episode criteria if the rate was in the zone, but would have dropped out before therapy delivered. The physician requested that a field representative be contacted to have the device interrogated. The local field representative was contacted for additional information; however, no further information was made available. Additional information later received indicates that this product was explanted and returned for an unknown reason.